Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The balloon was simply pulled out from the patient's body and the procedure was completed with another of same device. No complications were reported and the patient was stable post procedure.